Event description:
During product service by a service technician, a flogard infusion pump was found to have a downstream occlusion false alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection a downstream occlusion false alarm was identified; the cause was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.